Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent right total hip arthroplasty (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014 due to periprosthetic fracture after a patient fall. During the procedure, it was noted the modular head was cold-welded onto the femoral stem. The femoral stem, modular head, and acetabular cup were removed and replaced..

Event description:
It was reported that the patient underwent total hip arthroplasty (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014 due to femur fracture. The head was cold-welded onto the stem. The stem, modular head, and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00107 / 00108).

Manufacturer narrative:
This follow-up report is being filed to relay additional information and to report device evaluation results. Evaluation of the returned device found that patches of discoloration were visible, possibly a residue from steam autoclave sterilization prior to the components being received in the laboratory. A band of parallel wear stripes was observed near the pole of the head, indications of edge contact with the rim of the cup, possibly from subluxation or dislocation of the head. The inferior edge of the bearing surface appeared to show some deformation, possibly from contact with surgical instruments during removal. Discoloration was visible on the backside of the modular head at the stem-taper interface and suggests evidence of corrosion products that might have formed due to fretting of the taper.